Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that they had implantable neurostimulator (ins) on their right side and had sciatica on right side so they took it out on (B)(6) 2016. They did the MRI on that. The problems on the right side started happening (B)(6) of 2015. Patient wanted to know if their body could be reject or affect the stimulator. Implant was replaced and put it on left side. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.